Event description:
A single occurrence was noted on 05/13/97 in which the laboratory obtained a total bilirubin result of 1.8 mg/dl on a neonate specimen with no error message. Since the patient produced an elevated total bilirubin the day before, lab personnel repeated the same sample and obtained a result of 17.1 mg/dl, which was expected.